Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a mentor siltex round moderate profile 275cc saline prosthesis and experienced left sided breast pain post procedure. Additionally, the patient stated to have had aches and pains over the course of the past ten years, tightness, burning, and twenty-five other unspecified symptoms. The root cause of these issues has not been identified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This complaint was reported under mw5084674.

Manufacturer narrative:
Additional information was received on february 19. 2020. The device was explanted on (B)(6) 2019. 2. Is other serious- unchecked. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) on 5/13/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).